Event description:
Int'l ((B)(6)) complaint received reporting air in line/ flow issues during dialysis procedure involving a dialysis set up consisting of unk hemodialysis catheter/dialysis tubing lines and d1000 tego connectors. The devices were changed out/replaced. There were no reported adverse pt consequences. The manufacturer has been advised the involved d1000 tego connector was retained but the involved dialysis catheter/tubing lines (mfger., make or model unk) are not available to be returned for analysis. Additional event/usage information has been requested but as of the date of this report no responses have been provided. Initial investigation: a review of the MFR. Lot build record database for the reported lot# 2678228 (mfg. Date (B)(4) 2013) shows (B)(4) units were MFR. Tested inspected and released. There were no exception documents generated during the mfg. Build. Pending receipt of the available devices, engineering investigation and analysis will be conducted.